Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death estimated. Date of event estimated. (B)(4) -device implanted in the atrial septum (incorrect anatomy). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of perforation and death, as listed in the multi-link mini vision coronary stent systems instructions for use (IFU), are known patient effects that may be associated with coronary stenting. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the procedure was to treat the atrial septum. It should be noted that the IFU states: the multi-link mini vision rx and multi-link mini vision otw coronary stent systems are indicated for improving coronary luminal diameter in patients with abrupt or threatened abrupt closure with failed interventional therapy of de novo and restenotic native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency. Other events related to this article will be filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying a multi-link mini vision stent that may be related to a death. At (B)(6) gestational age, due to hypoplastic left heart syndrome, placement of a multi-link mini vision stent in the atrial septum was attempted. Stent placement was complicated by poor visualization of the stent prior to balloon inflation. Upon partial inflation of the balloon, the stent was confirmed to be deep in the left atrium (la). The partially expanded stent was withdrawn over the wire in an attempt to seat it straddling the atrial septum. This maneuver resulted in the proximal end of the balloon being retracted against the right atrial free wall. In this position, the balloon was fully inflated and the stent expanded. However, upon taking the balloon down, the stent appeared to have failed to seat in the septum and fell toward the la. Deciding not to attempt further repositioning, the cannula was removed, and an expanding hemopericardium with associated bradycardia followed. Reportedly, the hemopericardium was probably due to a right atrial free wall defect from the balloon being fully inflated while retracted. The hemopericardium was drained (approximately 10cc) and multiple rounds of intracardiac medications administered. However, the fetal heart rate never recovered, and resuscitation was discontinued after 25 minutes. On post-mortem examination, the stent was found to be embedded in the posterior wall of the la. Details are listed in the article, titled: technical challenges of atrial septal stent placement in fetuses with hypoplastic left heart syndrome and intact atrial septum.